Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported that they needed to improve their symptoms. The patient said that they were still getting twice a night frequency and leakage. The patient said that their symptoms did not change since the implant was implanted on (B)(6) 2026. The agent reviewed and assisted the patient to connect to their therapy. The patient confirmed they were connected to their therapy and mentioned therapy was off. Patient said the therapy was off when they opened it up. The patient increased their therapy to a comfortable level over the phone. The agent reviewed the therapy guide. The patient to monitor symptoms. The agent redirected the patient to their doctor to discuss programs. The patient said they have an appointment for thursday.